Manufacturer narrative:
B3: estimated based on gfe response from sales representative as the patient noticed the issue in 2024.

Event description:
It was reported that this spinal cord stimulation (scs) device was replaced due to extended charging time. The patient underwent an implantable pulse generator (ipg) revision procedure wherein their ipg was explanted and replaced. The ipg was retained due to hospital policy and will not be returned for analysis. Post operatively, the patient was happy.